Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock due to oversensing noise most likely related to a signal signature is consistent with changes in the impedance pathway of the sensing vector. The device recorded two episode, one treated and one untreated. Data analysis was performed, and boston scientific indicated that the issue can either be caused by unstable tissue contact at sense b or generator level, impairment of the lead or other contact disturbances in the device header. A decrease of the r-wave amplitude was observed before episode onset. In-office troubleshooting was recommended to evaluate lead mechanical integrity and lead/device connection, to exclude a lead mechanical issue and at the end of the testing the healthcare professional reprogrammed to secondary vector. No noise has been reproduced during testing in primary vector and other vectors and no x-rays were available for comparison with implant time system placement. During hospital testing with x-ray pictures, the patient performed isometric testing, noise was reproduced for myopotential in secondary vector but discarded with marking of noise. The physician is considering monitoring this patient in the new programmed vector. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.